Event description:
Part of the mesh was detached due to use of absorba tack and there was a hole in the mesh.

Manufacturer narrative:
The lot history of the mesh was reviewed and no deviations in the mfg process were observed. The case report indicated that the mesh was implanted on (B)(6) 2009. The pts were taken and the new mesh implanted only 10 days later. Correspondence with the sales rep involved with the case indicated that the mesh was placed in a suprapubic position. The suprapubic region (a.k.a. The hypogastric region) is the lower central region of the abdomen located directly above the pubic bone and bladder. This region is difficult to securely fix mesh because the location of the bladder and pubic bone can prevent the use of sutures on the extreme lower edge of the mesh. Extra care is typically required to ensure adequate fixation of the mesh is in this location. There have been reports of doctors mobilizing the bladder, tucking the mesh behind the bladder and using orthopedic bone anchors to attach the mesh to the pubic bone in an effort to obtain adequate mesh overlap of the hernia defect. During the reoperation it was noted that part of the mesh was detached from the abdominal wall. The use of absorbable sutures could be responsible for this as vicryl is known to lose approx 25% of its strength within the first 14 days in-vivo. For this reason, the use of absorbable sutures during lvhr is not suggested. Only non absorbable sutures are recommended to ensure adequate long term attachment of the mesh to the abdominal wall. Permanent sutures become even more critical when a difficult repair is performed (i.e. Suprapubic hernia repair). The images show that the edge layer of mesh next to the hole was cut in half. Correspondence with the sales rep involved with the case confirmed that the hole in the pictures was made larger during adhesiolysis of the bowel. The edge layer was probably cut at this time. The images also suggest that the hole was located in the center single portion of the mesh. It is possible that tracks were aggressively inserted in the single layer portion of the mesh during the initial implantation procedure with created a hole in the mesh, although this cannot be confirmed. Without knowing the exact condition of the mesh cannot be determined from the case report and pictures.